Event description:
It was reported that the patient presented in the clinic. It was noted that the right ventricular (rv) lead and the right atrial (ra) lead exhibited high, out of range pacing impedance. During the lead revision procedure, it was noted that the ra lead was fractured. The rv and ra leads were explanted and replaced on (B)(6) 2026. There were no patient consequences.